Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported a low glucose event on (B)(6) 2025 at 8:21 pm est where user's bg was 87 mg/dl and sg was 49 mg/dl. After dms review, on (B)(6) 2025 at 8:21 pm est where user's bg was 87 mg/dl and sg was 49 mg/dl after dms review, we confirmed that the user received a low glucose alert at 3:51 pm when the sg was at 56 mg/dl and repeated every 15 minutes until sg reached above alert levels values at 10:26 pm est on (B)(6) 2025. The user didn't seek for medical treatment and resolved the event by confirming with bg, as the user was not feeling low symptoms. The user's hcp isn't aware of the event and was advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
The user reported a low glucose event on (B)(6) 2025 at 08:21 pm where user's sg was 49 mg/dl and bg 87 mg/dl.a review of the data management system (dms) data revealed that on (B)(6) 2025 at 08:21 pm where user's sg was 46 mg/dl and no bg was entered.a review of the alert history revealed that the user received multiple low glucose alerts during the reported time as user's sg was below 65mg/dl. User did not seek medical treatment. User's hcp was not aware of the event. The user was advised to follow up with their hcp for medical guidance.on (B)(6) 2025, the user reported that the system showed results that were different from glucometer measurements. The RMA was authorized for the return of the sensor for further investigation. The sensor was returned and tested in-house, and the review of investigation analysis did not reveal any malfunction of the sensor. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. A review of the raw sensor data showed a decline in the sensor performance and depressed reference and signal channels since insertion. The potential root cause of this issue could be related to the in vivo state of sensor hydrogel, which is the chemical component of the sensor. The user was offered a sensor replacement as a resolution. B4. Date of this report 04 august 2025. G3.date received by the manufacturer? 04 august 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.